Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Operational problem - severe calcification of lesion. Deformation problem - balloon. Device failure related to patient condition - severe calcification of lesion.

Event description:
Device evaluation: the device returned in four pieces: the proximal part of the catheter (hub, strain relief, shaft, the proximal end of the balloon and part of the guidewire tube), the distal part of the catheter (tip and distal end of the balloon), a piece of the balloon's cylindrical portion and the distal part of the guidewire tube with a portion of the tip tube. The detached guidewire tube was severely stretched; the distal guidewire tube was still attached to the catheter body. The two markers are still located on the tube; however were mobile. The balloon portion was separated by a circumferential cut.

Event description:
Physician was attempting to treat a lesion in the right proximal superficial femoral artery (sfa) using pacific xtreme. The vessel is little tortuous, lesion is severely calcified with artery diameter of 6mm and length of 300 mm. It was reported that during first inflation the balloon burst at 6atm and the distal portion of the balloon and tip of the device broke away from rest of the catheter. The balloon burst caused a dissection in the artery which was treated with a non-mdt stent. No other patient injury or other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). Inherent risk of procedure (dissection is a potential risk of procedure and is listed in the IFU). Evaluation conclusion: conclusion not yet available- evaluation in progress. (Based on the information available no root cause can be determined). Known inherent risk of procedure (dissection is a potential risk of procedure and is listed in the IFU). (B)(4).